Event description:
(Dr. (B)(6) - approved). An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that on an unknown date, the patient presented emergently with rupture symptoms. Another manufacturer's device was implanted to resolve a type iii separation endoleak between the bifurcate and aortic cuff. The physician believes the separation was caused by migration of the bifurcate. The leak was resolved. Approximately a year later, the patient presented emergently with a contained aneurysm rupture. An angiogram revealed a type iii separation endoleak between the bifurcate and the other manufacturer's device. The physician believes the separation was due to extreme oversizing. A 36x16x124 stent graft was placed distal to the right renal artery and the gate was opened proximal to the flow divider of the bifurcate. After gate cannulation, a 16x16x93 stent graft was extended into the limb of the original aneurx. An angiogram was performed, and the endoleak was confirmed to be resolved. It was also noted that there was an irregularity in the distal left common iliac artery, and the physician placed a 16x13x93 into the left external iliac artery, intentionally covering the left internal iliac artery. A final angiogram showed no further issues. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Oversizing of graft. Exact date of event is unknown.